Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump alarmed button error. The customer's blood glucose was 185 mg/dl at the time of incident. Customer's parent stated that the customer insulin pump alarmed button error while she was in the swimming pool. Button error troubleshooting was performed and confirmed that time is not advancing. The customer's parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump was received with act and up buttons unresponsive due to corroded keypad traces. Time advances properly. No frozen screen noted. Unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. No moisture damage found inside the pump. Pump had cracked battery tube threads, reservoir tube lip, minor scratched display window.